Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. Per good fatih effort (gfe) response, an evaluation was performed onsite, and it was confirmed that there was no fault found. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.